Event description:
The 840 ventilator stopped cycling after it was placed on a patient. The unit alarmed and displayed, "vent inop". The patient was removed and manually ventilated until a second ventilator could be set up. There was no patient harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the ventilator inoperative condition and the corresponding error code in memory. The cse replaced the components associated with the error code and the unit passed its performance verification tests.